Event description:
Event description boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d), which is included in an advisory population, emitted tones. Upon interrogation a warning message was present for out of range (low) shock impedances on this defibrillation lead. A review of the arrhythmia logbook noted rhythm acceleration. The patient reported a syncopal episode. The device was explanted and replaced without incident. During the replacement procedure the lead integrity measurements were normal and as a result the lead remains in service.